Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report is for one (1) unknown shaft screw. Implant date is unknown. (B)(6). (B)(4) utilized to capture patient¿s revision procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the trochanteric fixation nail (tfn), tfn neck screw and tfn shaft screw were implanted at an unknown date. The tfn nail broke post-operatively at the intersection of the nail and the shaft screw. All three parts were explanted during the revision surgery on (B)(6) 2015. The surgeon reported that when removing the nail, the set screw was not fully down. A longer tfn nail was implanted with a satisfactory outcome. The patient was reported to be highly active prior to the event. This complaint is for one (1) unknown shaft screw. This is report 3 of 3 for (B)(4).